Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. Pt gender: unk. According to the reporter: the balloon popped, the scrub nurse opened new one. No additional info available at this time. No pt injury was reported.